Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted in the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during implantation surgery for a strata snap shunt assembly, no csf was coming through the shunt. According to the report, they tried to flush the shunt and no csf would flow through.